Event description:
A clinical director that during intraocular lens (iol) implant surgery the surgeon noted that the iol had a line on it. The iol was removed during the same procedure and replaced with another iol. Additional information was received from the clinical director, who indicated that the performance of the device did not cause or contribute to a serious patient injury. There was no surgical intervention required. The clinical director indicated an unapproved viscoelastic was used during the procedure. Additional information was received from an attorney two years following the event which indicated the patient had additional eye surgeries due to "eye damage" as a result of the removing and replacing the iol. The patient's vision was impaired and "curtailed her ability to function independently."

Manufacturer narrative:
The product was returned for analysis, and the reported complaint was not observed. The product was damaged and this damage was not mentioned by the customer. While we are unable to determine the origin of the damage, our observation reasonably suggests that it is not manufacturing related. Upon return, the lens was observed to be improperly re-cased by the customer that resulted in optic damage. Results from the product history record review indicated the product met release criteria. Additional information was provided which indicated an approved cartridge was used; however; the viscoelastic used is not approved for use with this lens/cartridge combination. There were no other complaints reported for this lot. (B)(4).